Event description:
A malfunction alarm, identified as malfunction code 0, was reported. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether the level exceeded 500 mg/dl. The customer was informed that the pump needed replacement, which was confirmed to be within warranty. Technical support arranged for the pump's replacement and instructed the customer to allow the battery to deplete before transport and return the malfunctioning pump using a pre-paid label within 10 days. The customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted.